Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This issue has been reported under 3007963827-2021-00129 and 0001822565-2021-01619.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This issue has been reported under 3007963827-2021-00129 and 0001822565-2021-01619.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00129, 0001822565-2021-01619, 0002648920-2021-00151, and 0002648920-2021-00152. Concomitant medical products: cr-flex pct fem f-r minus catalog#: 00595001606 lot#: 63525591. Articular surface use with plate 5,6 size green/c-h 10 mm height catalog#: 00595204010 lot#: 63564755. All poly patella standard size 32 mm diameter 8.5 mm thickness cemented catalog#: 00597206532 lot#: 63534851. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its current location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision approximately four years post-implantation due to a deficient posterior cruciate ligament. Attempts to obtain additional information have been made; however, no more is available.